Event description:
It was reported that the customer experienced an elevated blood glucose level displayed as "high"; although specific value was not provided. Cause was not known. The customer administered a correction bolus via the pump. Control iq feature was active, and cts provided high blood glucose troubleshooting, instructing the caller to inspect the measurement site and the tubing connection, both of which were in order. The customer proceeded to change her cartridge following a pump reset.